Event description:
Immediately upon initiation of hemodialysis, a visible blood leak was observed in the dialysate lines of the dialysis machine. The blood pump was immediately stopped and blood lines were clamped. Patient's needle lines were flushed and patient was moved to a new machine with a new dialyzer system. Biotech was notified and instructions by him were give to dispose of the system, and to rinse and bleach machine according to unit practice. The machine was then pulled from the floor for further disinfection. Lot numbers were taken from the dialyzer for future reference if necessary. The patient had approximately 200cc blood loss. Patient's last hemoglobin was 11.6

Event description:
Immediately upon initiation of hemodialysis, a visible blood leak was observed in the dialysate lines of the dialysis machine. The blood pump was immediately stopped and blood lines were clamped. Patient's needle lines were flushed and patient was moved to a new machine with a new dialyzer system. Biotech was notified and instructions by him were give to dispose of the system, and to rinse and bleach machine according to unit practice. The machine was then pulled from the floor for further disinfection. Lot numbers were taken from the dialyzer for future reference if necessary. The patient had approximately 200cc blood loss. Patient's last hemoglobin was 11.6